Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens opened in the wrong way and haptic entangled - despite rotation the trailing haptic was stuck. Prolonged surgery was reported and lens explantation was required. There was no harm or injury to the patient as result of this event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. User behaviour can influence the orientation of the lens e.g., removing the injector from the blister tray prior to insertion of ovd/flap closure (deviation from the IFU) can change the position of the lens within the cartridge. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. Using the correct amount of ovd (equivalent to approximately 0.3ml) ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. Our review of production records for the rayone toric rao610t batch 034236223 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to establish the cause of the event.

Event description:
On 2nd october 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that the lens opened in the wrong way and haptic entangled - despite rotation the trailing haptic was stuck.